Event description:
Cadd cassette products for chemotherapy infusions of 5-flurouracil from smiths medical caused infusion pumps to alarm and not recognize cassette during extended infusion of chemotherapy. Total of 7 patients affected at this site so far. Patients had to come back to clinic to get medication remade or discontinued depending on provider discretion. Some patients did not get a dose of chemotherapy they would have otherwise received without product error. Smiths medical contacted and said they were aware of issue and had caller fill out incident form. Currently in contact with smiths medical to return product and get reimbursed for chemo products that had to be remade. No prior communication about issue was made by manufacturer. Called area hospitals/infusion centers and some were experiencing same issues-had run own testing and it sounded like they had also contacted the manufacturer. FDA safety report ID # (B)(4).